Event description:
It was reported the epg (external pulse generator) shuts off when shaken. The battery light comes on then the epg shuts off. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not confirm the reported event, the device passed all incoming electrical testing.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.